Event description:
In 2009: customer reports male patient, unknown age, undergoing retrograde cystogram when table top stopped moving in the lateral direction. The customer reports, there was no adverse effect on the patient.

Manufacturer narrative:
Field service engineer troubleshot the table hydraulic motions per the service manual and found the head rail bearings had seized resulting in no table lateral movement. Fse replaced the lateral rail and bearing assembly, verified proper operation per the urology table service manual. System returned to full service by the customer.